Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with injection vancomycin 1 gram every 4 days, route not reported, injection fortum 1 gram intraperitoneally (ip) daily and injection heparin, dose and frequency and route not reported. It was not reported if the patient remained hospitalized. The cause of the peritonitis was unknown. It was reported that "exchange was done in hospital ward." The patient was recovering from the peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed. If additional relevant information is received, a supplemental medwatch will be filed.